Event description:
This supplemental report is being filed to provide additional information that the electrode has been explanted and replaced. The pulse generator remains in service. There were no additional adverse patient effects. It was reported that the patient received an inappropriate shock due to oversensing of myopotential noise. Technical services advised some testing options. Later, the patient had multiple inappropriate shocks due to oversensing of noise. Office testing found noise in all three sensing vectors. The doctor elected to program the system off. A transvenous system may be implanted later. There were no additional adverse patient effects.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of myopotential noise. Technical services advised some testing options. Later, the patient had multiple inappropriate shocks due to oversensing of noise. Office testing found noise in all three sensing vectors. The doctor elected to program the system off. A transvenous system may be implanted later. There were no additional adverse patient effects.